Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-12990n knee scorpion needle released the suture without passing through the tendon during a knee arthroscopy + acl and meniscus repair. When assembling the knee scorpion clamp, the consumable ar-12990n with nl: 15386604 was inserted and the clamp presented an incorrect action, and the needle removal was very forced. It was decided to open a consumable with the same batch and reference, presenting no inconvenience and correct operation. At the end of the procedure, it was observed that the damaged consumable is shorter than the functional consumable. Another device was used to complete the procedure. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to mishandling the device causing damage to the needle.